Event description:
On (B)(6) 2014 the patient was taken to the operating room for a transaortic aortic valve replacement via a sternal approach. During the procedure part of the sheath dislocated from the equipment and the patient was converted to open bypass for retrieval of the equipment. There was successful retrieval of the equipment.